Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device is failing the self-test, there were no emitted chirps, but the device did issue a "treatment disabled" message. The event was outside of use and there was no reported patient nor user harm. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Follow-up findings confirms the device is fully functional and returned to service. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
It was reported to philips that the efficia dfm100 failed the self check test. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.